Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
(B)(4). During an atrial flutter ablation procedure, a cardiac perforation occurred. During recovery, the patient initially became tachycardic, but then became bradycardic and hypotensive. A fluid bolus was administered and the patient was placed in trendelenburg position. A transesophageal echocardiogram was performed and a pericardial effusion was diagnosed for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.